Manufacturer narrative:
All available information indicates that the products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial lead and device displayed noise which resulted in the storage of many atrial tachycardia episodes. The impedance measurement was greater than 3000 ohms and a lead fracture was suspected. It was reported that the lead will be replaced in the future. No adverse patient effects were reported.

Event description:
Our company received additional information that during an elective device replacement procedure, this atrial lead was abandoned surgically due to a lead fracture and high impedance measurements. The reason for the lead fracture was unknown. A new lead was successfully implanted. No adverse patient effects were reported.